Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was an attempted implant. The patient experienced high defibrillation thresholds, so a high energy crt-d was implanted and the device was returned to boston scientific for archival. The device was recently retrieved from archive for further investigation.